Event description:
It was reported that there was a problem with recharging. There were coupling and/or communication issues. The patient normally recharges ever 4-5 weeks. The patient turned the implantable neurostimulator (ins) off in (B) (6) because she had "revised knee replacement surgery". The ins was not checked after surgery. It was unclear if cautery was used during the surgery. An ins overdischarge was suspected.

Manufacturer narrative:
(B) (4).